Event description:
Event description guidant received information that the pacing impedance measurement of this implantable transvenous defibrillation lead increased from 1364 ohms in january 2004, to 1859 ohms, currently. The pacing threshold has also increased. There were no episodes of oversensing. 06/09/2004: guidant received additional information that the impedance measurements continued to climb and are currently greater than 2000 ohms.